Event description:
It has been reported to philips that the wireless foot switch required replacement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that wireless foot switch (wfs) needed replacement as the bracket was loose. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed as planned by using the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch (wfs) had a loose bracket. To resolve the reported problem, the fse replaced the wfs. The wireless base station (wbs) was also replaced as it was not compatible with the new wfs. The system was returned to use in good working order and ready for clinical use. The wfs and the wbs was returned to philips for further analysis. The visual inspection of wfs confirmed that the bracket was loose and, no issues was identified in functional testing. The visual inspection and functional testing of wbs was performed and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The clinical procedure was completed on the system. The issues identified with the footswitch (loose bracket) did not impact the system functionality and would not be likely to cause or contribute to death or serious injury in case of recurrence. A such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.